Event description:
The tubing is leaking tf. It is leaking from beneath the part that spikes the feeding bag (not from where the bag is spiked at). Appears faulty tubing, not that the bag was spiked incorrectly.